Event description:
During a procedure for tibia repair, surgeon was attempting to ream the femur for graft material. Surgeon was unable to obtain enough graft and had to use allograft to complete the procedure. After the procedure was complete, it was noted that the tips of the shafts were broken which prevented the reamer heads from turning under power to extract the bone graft material. Nothing is believed to have been left in the pt.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Subject device has been returned. Investigation is process.